Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd. The following information was provided by the initial reporter: as the clinical nurse educator for bd I was observing some cannulations. We had received complaints that the 24-gauge cannula was not advancing properly and that at times the needle was not retracting. Myself and the IV nurse specialist observed 10 cannulas being inserted and there was no obvious sign of this issue. One of the nursing staff asked if she could try on the vein board I had with me. It was very obvious that the cannula was difficult to thread off. I observed the nurse turning the cannula to loosen it prior to insertion however it was very stiff. The nurse informed me that this is happening frequently. It is difficult for the nursing staff to retain the product as they are still managing to get the cannula into the patient however not with the same ease. Additionally, they are having some cannulas that the needle is not retracting. I have asked the staff to keep any cannulas that they are having issues with and that they will be able to send back.

Manufacturer narrative:
The complaint of complications during the insertion procedure could not be confirmed from the 24g insyte autoguard device that was returned for investigation. A visual and microscopic examination revealed no damage or defects that would have contributed to the reported issue. A functional test revealed that the needle fully retracted within the safety shield and the retraction time was within specification. The tip of the IV catheter was acceptable according to the visual standard. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.